Manufacturer narrative:
Event occurred on an unknown date in 2019. Additional product code: lxt. Device was explanted on an unknown date in 2019. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the elbow hinge fixator broke in the patient. Implant was removed. Initial date of surgery was on (B)(6) 2019. It is unknown if there was surgical delay. Procedure and patient outcome was unknown. Concomitant device reported: unknown external-fixator clamps (part # unknown, lot # unknown, quantity # 1); unknown rods (part # unknown, lot # unknown, quantity # unknown). Unknown schanz screws (part # unknown, lot # unknown, quantity # unknown). This is report 1 of 1 for (B)(4).